Manufacturer narrative:
The customer was provided with a new replacement therapy cable. The correct functioning of the device was observed after placing the new cable.

Event description:
A customer contacted stryker to report that the therapy cable had a broken pin. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
There was no device failure. It was determined that the cause of the issue was a missing therapy cable plug.

Event description:
A customer contacted stryker to report that the therapy cable had a broken pin. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.